Event description:
The customer initially reported that the display on their device was all blue upon powering the device one. After an evaluation of the device, it was observed that upon powering the device on, the display was all white, which is indicative of a device lock up. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. During testing, the device was power cycled and the verified failure did not return again. The internal connections in the device were reseated as a precaution and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.